Manufacturer narrative:
B5: describe event of problem, corrected data: relevant information was received prior to submission of the initial MDR which was inadvertently not included on the initial MDR. This information has been added.

Event description:
Additional information was received indicating that the device was not made available for return. No high impedance was seen before the surgery due to the battery being depleted, no fractures were observed visually during the revision. No other relevant information has been received to date.

Event description:
High impedance was observed after a generator replacement. The pin was removed and re-inserted but high impedance persisted. The new generator was tested with a test resistor pin and generator diagnostics came back within normal limits. The physician decided to replace the lead in a secondary surgical procedure. The suspect device has not been returned for analysis to date. No other relevant information has been received to date.